Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jan-19 recommended a healthcare professional that may be able to refill patient's pump. Hcps information was provided. A call was made to the patient and a consumer called back stating the patient has an appointment for a refill. It was noted patient should get the refill, but also stated the listings provided are also willing to accept patient as a patient. Consumer was to call back if anything changed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-feb-28. It was reported that the patient's previous hcp had not seen her in over a year, and had referred her to hospice due to terminal multiple sclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the a manufacturer representative. It was reported that the patient was in the emergency room (ER) demanding their pump be refilled. On (B)(6) 2017, the patient's brother informed patient services that the patient had an appointment to get their pump refilled this week (week of (B)(6) 2017). The patient's brother did not seem to think they would have an issue. The brother stated worst case scenario, they could try to get an appointment with their previous physician if they ran into any problems.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was not able to provide the patient's weight.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient's pump went empty about a year ago because the patient did not have anyone to fill the pump. The patient was hospitalized and it was stated that the patient might have been in withdrawal. The patient was filled in the hospital and she was ok now. It was repeated that the patient was currently fine and the issue resolved once the pump was refilled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jan-31 from a manufacturer representative reported there was no issue other than the patient needing a refill. It was noted that the patient presented to the emergency room on (B)(6) 2017. No further information was reported.